Event description:
Related manufacturer reference number: 2017865-2024-03456. It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited high defibrillation impedance. The lead and the implantable cardioverter defibrillator oversensed noise, which triggered pacing inhibition and inappropriate mode switches. No changes or intervention was performed. There were no patient consequences.